Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the nurse noted that the tubing was leaking around the maxzero during a continuous lipid infusion at 0.28/hours to be restored every 4 hours. The nurse noted that the syringe was slightly loose and tightened the syringe, as well as, wiped the line down and continued to monitor the line for leaking. Approximately 2 hours later, the lipids were noted to continue to leak around the maxzero cap. The customer further reports that they use the prevantics skin wipes instead of the prevantics device wipes to scrub the hub of the maxzero with their policy stating to allow to dry for at least 30 seconds. They do not use disinfecting caps. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: omit 8100 from initial report.

Event description:
The customer reported that the nurse noted that the tubing was leaking around the maxzero during a continuous lipid infusion at 0.28/hours to be restored every 4 hours. The nurse noted that the syringe was slightly loose and tightened the syringe, as well as, wiped the line down and continued to monitor the line for leaking. Approximately 2 hours later, the lipids were noted to continue to leak around the maxzero cap. The customer further reports that they use the prevantics skin wipes instead of the prevantics device wipes to scrub the hub of the maxzero with their policy stating to allow to dry for at least 30 seconds. They do not use disinfecting caps. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse noted that the tubing was leaking around the maxzero¿ during a continuous lipid infusion at 0.28/hours to be restored every 4 hours. The nurse noted that the syringe was slightly loose and tightened the syringe, as well as, wiped the line down and continued to monitor the line for leaking. Approximately 2 hours later, the lipids were noted to continue to leak around the maxzero¿ cap. The customer further reports that they use the prevantics skin wipes instead of the prevantics device wipes to scrub the hub of the maxzero¿ with their policy stating to allow to dry for at least 30 seconds. They do not use disinfecting caps. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a maxzero leak was confirmed and replicated. Functional testing was performed; a slow leak was observed around the outside of the top of the maxzero connector; multiple droplets of lipid had formed on the exterior of the valve body. Magnified inspection revealed evidence of interior damage at the leak site located near the top edge of the maxzero valve body. The damage had the appearance of a scratch. The cause of the leak was damage to the interior of the maxzero valve body. The root cause of the damage was a manufacturing issue.

Event description:
The customer reported that the nurse noted that the tubing was leaking around the maxzero¿ during a continuous lipid infusion at 0.28/hours to be restored every 4 hours. The nurse noted that the syringe was slightly loose and tightened the syringe, as well as, wiped the line down and continued to monitor the line for leaking. Approximately 2 hours later, the lipids were noted to continue to leak around the maxzero¿ cap. The customer further reports that they use the prevantics skin wipes instead of the prevantics device wipes to scrub the hub of the maxzero¿ with their policy stating to allow to dry for at least 30 seconds. They do not use disinfecting caps. There was no report of patient harm.